Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe. Customer states that the cannula is through the shield. The returned syringe was examined and exhibited the cannula through the shield. Unable to perform DHR check cannula through shield due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 18nov2019, holdrege received photos of 1.0ml 29g, 1/2in syringe with an unknown lot #. Visual inspection of photos found the cannula pierced through the midsection of the shield toward the tip. There is no visual damage to the shield or barrel. The cannula is inserted into the barrel tip and adhesive applied to hold the cannula in the barrel tip. The subassembly is then put through the point inspect lube shield machine where it is inspected, lube applied to cannula, and the shield is pressed onto the barrel/cannula subassembly and detects for missing shield. Unable to review DHR and maintenance dispatches due to unknown lot #. Unable to determine root cause due to unknown lot #. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that before use of the bd plastipak¿ syringe the cannula was through the shield. The following information was provided by the initial reporter, translated from japanese to english: cannula through shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd plastipak¿ syringe the cannula was through the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: cannula through shield.